Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by sales rep that the patient is having pain while using the spinalpak. The patient was called and then stated that when she puts the stimulator on within 20 minutes her pain is intense. The patient stated she had not been using it regularly until february when she was told of the compression fracture on t11. The pain is below the skin, pain is deep like where her fracture is located. The patient saw the doctor mid-march. She was told to call the sales rep and that maybe she has a defective unit. The patient stated that when she is not treating with the stimulator her pain is manageable (level 4 or 5). The patient is taking percocet 7.5 mg 3 day for pain. A new spak stimulator was shipped to the patient. No additional patient consequences have been reported. Spinalpak was not returned for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by sales rep that the patient is having pain while using the spinal pak. The patient was called and then stated that when she puts the stimulator on within 20 minutes her pain is intense. The patient stated she had not been using it regularly until february when she was told of the compression fracture on t11. The pain is below the skin, pain is deep like where her fracture is located. The patient saw the doctor mid-march. She was told to call the sales rep and that maybe she has a defective unit. The patient stated that when she is not treating with the stimulator her pain is manageable (level 4 or 5). The patient is taking percocet 7.5 mg 3 day for pain. A new spak stimulator was shipped to the patient.